Event description:
The customer reported the rbc bath is leaking on the coulter lh 750 hematology analyzer instrument. The volume of the leak is unknown and the leak was contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) found the cause of the leak was stretched and worn o rings at the base of the rbc bath. The fse replaced the o rings and resolved the leak reported. (B)(4).